Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd plastipak sterile luer slip syringe there was an issue with labeling error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture sample, the scale markings and bd logo were observed missing from the syringe. A device history record review for lot number 1802021 revealed one anomaly during the manufacturing process. During the marking process, a failure was detected in the printer machine that caused ink spots on the barrels. Once the failure was detected, defective samples were rejected to scrap and the printer system was repaired by the mechanical team and cleaned. Every time the printer system is cleaned, the operator must reject the first pieces to scrap until the marking on the barrels is correct. This rejection process was not correctly followed by the operator. The cause of this defect has been identified as human error after mechanical intervention. Based on occurrence it was determined no corrective action is required at this time.

Event description:
It was reported with the use of the bd plastipak¿ sterile luer slip syringe there was an issue with labeling error. There was no report of injury or further medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ sterile luer slip syringe there was an issue with labeling error. There was no report of injury or further medical intervention.